Manufacturer narrative:
Follow-up 07/13/2016: customer's clinical diabetes specialist (cds) reported that customer has consulted with their health care provider, and that the customer continued to experienced elevated blood glucose levels while off of the pump. Cds indicated that the customer would contact them when the customer is ready to reinstate use of pump therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels over the last 4 days; however, no specific levels were provided. Customer changed infusion site and administered correction boluses to treat bg levels. Reportedly, contact believed that the pump was not delivering insulin properly and had the customer discontinue use of the pump. Contact did not indicate what the customer used for backup insulin therapy. System check with tandem technical support, review of pump history, and review of pump data indicated pump was performing as intended. During system check, contact reported seeing insulin exit the infusion set tubing. Recommendation was made to consult with health care provider to discuss diabetes management.